Event description:
On 14-aug-2025, the user's caregiver reported that the user¿s ilet device could not be unlocked despite repeated attempts over a 20-minute period. The caregiver noted that the arrow controls responded to touch but would not swipe fully across the screen to complete the unlock action. The sleep/wake function and vibration response were operational. The device was placed on a charger and later used without the screen protector, but the issue persisted. The caregiver reported there were no notifications available to attempt unlock through alternative prompts.. Blood glucose was not affected. The user planned to connect with their healthcare provider for backup therapy. No symptoms, medical treatment, or adverse outcomes were reported.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.